Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The device had great position with no compression. The device was removed and a 31mm flx device was placed with 18 percent compression and less than 1/3 shoulder in all views. Multiple recaptures and repositioning was required to obtain final position. The device was released without incident. The following day, the patient had a transthoracic echo (tte) prior to discharge which showed a proximal device shift from its previous position. Transesophageal echo (tee) was then done to confirm position. The tee confirmed a proximal shift of the device 24 hours later. There was no leak and it was decided to leave the device and re image in 45-days. The patient was discharged.